Event description:
It was reported that there was low pacing impedance on the right atrial (ra) lead with bipolar impedance lower than lower than unipolar impedance. A lead insulation breach was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-58, crdm non-defib lead, implanted: 2007-(B)(6). (B)(4).